Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Microscopic inspection revealed an imaging window perforation. Impedance testing showed an electrical open at the distal end of the catheter 0-10 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 03-dec 2025. It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the right coronary artery (rca). During the procedure, after one imaging run, the image could not show. The device was replaced for another of the same model to complete the procedure. The patient status was stable. However, returned device analysis revealed a perforation in the imaging window.

Event description:
Reportable based on device analysis completed on 03-dec 2025. It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the right coronary artery (rca). During the procedure, after one imaging run, the image could not show. The device was replaced for another of the same model to complete the procedure. The patient status was stable. However, returned device analysis revealed the perforation in the imaging window. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified rca and that the imaging issue was observed during pullback.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Microscopic inspection revealed an imaging window perforation. Impedance testing showed an electrical open at the distal end of the catheter 0-10 cm from the distal housing.